Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and installed the video receiver board and keypad controller board to correct the failure. The iabp unit passed all calibration, functional and safety tests performed. The unit was returned to the customer and cleared for clinical use. (B)(4).

Event description:
It was reported that during daily checks of the cs300 intra-aortic balloon pump (iabp), a screen issue occurred. The backlight can be seen but nothing else displayed. Half of the display was gray and the other half was white. There was no patient involvement, and no adverse was event reported.